Manufacturer narrative:
Additional information : one actual sample was received for evaluation. A visual inspection noted a hole in the silicone tubing. The hole had an oval appearance with a crease in the tubing. Functional testing, including leak testing, clear passage testing and clamp function testing was performed; leak testing failed due to the hole in the tubing. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient¿s titanium spike transfer set assembly was leaking from a pinhole in the tubing. The leakage and pinhole was discovered by the nurse when the patient visited the hospital for periodic replacement of the transfer set. There was no patient injury or medical intervention associated with this event. There was no patient involvement. No additional information is available.